Event description:
The hcp reported that the patient developed pain, redness, swelling and drainage of the device pocket and lead track. Cultures were positive for staph aureus. The patient was treated with oral and IV antibiotics with resolution of the infection.